Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were having sensor issues. Customer had sensor with inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 122 mg/dl and the sensor glucose was 46 mg/dl at the time of the incident. Blood glucose at the time of the call was in the 200 to 300 mg/dl range. Customer also reported getting a change sensor alert after a calibration error. The customer declined to troubleshoot for high blood glucose and to review sensor best practices (site selection, taping, calibration protocol). The sensor will not be returned for analysis.